Manufacturer narrative:
Additional information: patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct150 20.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2020. The zct150 20.0 diopter lens was explanted on (B)(6) 2020 due to complaints of patient not seeing clearly and replaced with a zct150 21.5 diopter lens. It was reported there was no patient injury and the patient was reported as doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 03/05/2020. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. Visual inspection with the unaided eye revealed that the lens was received cut in pieces (with pieces of the lens missing), which is consistent with a lens that was handled during explant. Based on the condition of the return lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.